Event description:
Meter name: one touch profile. Strip name: lifescan one touch teststrips. Meter code: 7. Strip code: 7. Strip storage: unknown. Symptoms: none. A pt reported they went to hosp. Their meter allegedly was inaccurately high. The result on their meter was unknown. The result at the hosp was unknown. No comparison reported. The customer reported a reading of 558mg/dl, but it is unknown as to whether the reading was taken at the hosp or on the pt's meter. Treatment was unknown. No further info has been reported.